Event description:
Lap chole - "clip applier did not apply clips/close clips."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering experienced difficulty in actuating the device. The unit was disassembled for further evaluation and it was found that an internal component was damaged, which may have prevented the clips from feeding properly into the jaws. The exact cause of the damage is unknown; however, the damage may have been a result of exerting excessive force on the trigger due to excessive tissue within the device hindering component movement. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.